Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. It was reported that during the procedure, the distal part of the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Microscopic analysis was performed, and it was noticed that the balloon have pinholes. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinholes located at the proximal section of the body of the balloon. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. The found failure of a pinhole does not confirm the reported event of the balloon bursting. This problem could occur due to interaction between the device and the scope while the catheter was advance in a higher elevator angles, and the device's design could be the contributor factor that could have influence to the found failure of balloon pinholes. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this problem; however, the investigation is ongoing still at this time and corrective actions have not yet been established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. It was reported that during the procedure, the distal part of the balloon burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.